Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 450 mg/dl. Customer using the insulin pump system within 48 hours of reported high blood glucose event. The customer current blood glucose was 233 mg/dl. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.